Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr (B)(4) has been evaluated. The batch 6007404 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007404 was manufactured according to the wi version 79 manufactured in the machine 12, on 27/may/2024, with a total of (B)(4) units. Assembly of tubing: the lot 4e04018 was assembly according to the wi version 27, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 21/feb/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6007404 and no more complaints have been registered in database for the same lot 6007404 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an event of occlusion alarm on (B)(6)2024. Patient reported that the occlusion was in the tubing. No further information was available.